Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 defib lead (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post implant, there was inappropriate noise on the right ventricular (rv) pace/sense (p/s). It was alos noted that r waves had decreased, capture threshold had increased, short interval counts (sic) was high, and there was high impedance on rv p/s. It was also noted that during the implant procedure securing the lead was difficult as many wrenches were used and one was even bent in an attempt to secure the set screw. During the pocket revision, the lead pulled free from the connector on the second tug and the doctor expressed concern over the header and he asked for a new device. The device was removed and a new device was implanted and normal values were obtained. No patient complications have been reported as a result of this event.